Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient's ipg is displaying a "replace generator soon" message. No surgical intervention is planned at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.